Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/15/2021. H.6. Investigation: customer returned (1) 3/10cc, 12.7mm syringe. Customer states that the stopper was deformed. The returned syringe was examined and exhibited a deformed stopper in the barrel. Unable to perform DHR check for stopper damaged due to unknown lot number. Root cause for this defect cannot be determined.

Event description:
It was reported when using the bd ultra-fine¿ insulin syringe, the device experienced a deformed stopper. The following information was provided by the initial reporter. The customer stated: the customer reported that the stopper was deformed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd ultra-fine¿ insulin syringe, the device experienced a deformed stopper. The following information was provided by the initial reporter. The customer stated: the customer reported that the stopper was deformed.